Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after implant the patient¿s right ventricular (rv) lead exhibited increasing/high thresholds and diminished r-wave sensing. There was a microdislodgement of the rv lead. A revision of the rv lead occurred, and the lead remains in use. No patient complications have been reported as a result of this event.